Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture and revealed a kink near the fracture. If the lantern is retracted against resistance at an angle, damage such as a kink and subsequent fracture may occur. It was reported that the patient's anatomy was tortuous. This likely contributed to the resistance during retraction of the lantern during the procedure. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the portal vein using a lantern delivery microcatheter (lantern), a non-penumbra diagnostic catheter and a non-penumbra sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, while attempting to retract the lantern to reposition the diagnostic catheter, the physician experienced resistance and felt a snap. Therefore, the physician pulled the diagnostic catheter out with the lantern and noticed that the lantern was fractured at the mid-shaft. The procedure was completed using a non-penumbra microcatheter, the same diagnostic catheter and the same sheath. There was no report of an adverse effect to the patient.